Manufacturer narrative:
During on site visit, the field service engineer (fse) performed system verification, and eye tracker test. The device meets specifications as per service installation record (sir). According to the fse, the issue was due to a small pupil and dark iris of patient. Review of the logfile for the day of treatment shows no error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The logfile shows successfully performed treatments. The logfile did not confirmed eye tracker lost pupil during treatment. An error message occurred several times. A possible root cause for this error message could be the surgeon has not pressed the laser pedal enough. The treatment was completed successfully. No technical root cause was identified as the product was found to be within specifications. The most probable root cause is the patient¿s small iris, as confirmed by fse on site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported eye tracking was lost during the last case of the day and the doctor was not obstructing. Additional information received states the patient had a dark iris and there was difficulty obtaining the pupil. The surgeon kept working with the tracking to complete the procedure which was five seconds long. There was no patient harm.